Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sdr303b implantable pulse generator (ipg), (B)(6) 2000; 4269 competitor implantable pacing lead, (B)(6) 1992. (B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead was capped unusable. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
Further information from the clinic indicates the lead was capped unusable because the patient has a pacemaker on the other side.